Manufacturer narrative:
The device received an expanded evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for darkening of the tubing from the left sieve bed through the check valve to the regulator/product tank, which caused a failure of the regulator on top of the product tank that resulted in an over-pressurization event which caused the regulator to detach upward and the product tank to push downward, deforming the sound box and causing the cabinet to separate. This issue is consistent with a failure that has been previously identified. This issue was also escalated to product corrections and removals via crt20-0002, which resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
The concentrator experienced an over-pressurization event while located at the user¿s residence.

Manufacturer narrative:
This failure mode resembles that which was previously identified and investigated. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device is awaiting return for further evaluation, and if additional information becomes available a follow up will be filed. This device was past the end of life period of 3 years.

Event description:
The concentrator experienced an over-pressurization event while located at the user¿s residence.